Event description:
It was reported that high impedance was observed on the patient's device, so the patient was referred for surgery and x-rays to address this. The patient's mother reported an incident where the patient was wrestling with a classmate which could have contributed to the high impedance. The patient had surgery to address the high impedance. During surgery the lead pin was reinserted into the generator and high impedance persisted. The generator was changed out and the high impedance resolved however was stated to be below 5000 ohms which is relatively close to the high impedance limit. It was understood that the lead may need to be changed out at a later date. The explanted generator is expected to be returned for product analysis however it has not been received to date.

Event description:
The explanted generator was received and analysis was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. In the device data, it was noted that high impedance first occurred with the device on (B)(4) 2018. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
A periodic programming history review was performed and high impedance was found on the patient's replacement generator. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.